Event description:
Lead management case to extract one rv lead due to arrhythmia. The physician prepped the lead with an lld and started the extraction using a 16f glidelight. After crossing the proximal coil of the lead bleeding was noted on tee. Immediately the surgeons began intervention with a sternotomy and bypass. Upon evaluation a tear in the svc was discovered. During the repair the patient suffered acute abdominal bleeding, this was found to have been caused by an unsuccessful bypass puncture resulting in the blood being pumped into the abdominal space rather than the vasculature. The patient did not survive the intervention.

Manufacturer narrative:
(B)(4). Placeholder.